Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was cracked with moisture observed inside; the leak test failed. The audio bolus button cover was missing and a leak was also observed there with moisture on the button contact. The display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with moisture observed inside and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2017.